Event description:
The reporter indicated that during a device replacement, no ventricular output was observed when the device was inserted into the pocket. At the dr's request, the ventricular lead and the pacer were replaced. When looking at the ventricular connecting port of the device header, something which was gray colored was observed around the distal end of the port.